Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm system sn(B)(4) displayed a mid:26 (low battery) error message upon powering up the console. It is unknown for how long the reported issue caused a delay in providing ivtm therapy. To troubleshoot the issue, the customer powered off/on the console, but the issue persisted. The customer has only one thermogard console, and the reporter does not know how the customer initiated or completed the treatment. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
H3 (device evaluated by manufacturer) was corrected. H6 (type of investigation) was updated based on the received additional information. H6 (investigation findings) was updated based on the received additional information. H6 (investigation conclusions) was updated based on the received additional information. The thermogard xp ivtm system (sn tgxp10975) involved in the reported complaint will not be returned to zoll for investigation and was not evaluated at the customer site. The biomed replaced the battery in the console's display head to address the mid:26 (low battery) error message. Therefore, service will not be required to be performed by zoll .